Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "one of the rear pegs on the cutting block remained in the bone upon removal of the cutting block. The surgeon utilizing a pair of pliers and removed the peg from the femur. The patient was unaffected and I took the cutting block out of the tray post-op in order to have it sterilized for return to stryker corp."